Event description:
Generator data was reviewed and showed that the device is depleting as expected. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B6.relevant tests/laboratory data, including dates ; corrected information ; initial MDR inadvertently omitted information in regards to a battery life calculation known prior to submission.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the provider that the patient received a battery replacement referral for a patient due to potential premature end of life. Tablet data has been received but have not been reviewed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was preformed and reviewed. No malfunction seen with the suspected generator. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent generator replacement. The explanted device has been received by the manufacturer. The explant date was not provided. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
The explant date was later provided. No other relevant information has been received to date.